Event description:
Boston scientific crm received information that this lead exhibited increased pacing impedances and increased threshold measurements. A lead fracture was suspected.

Manufacturer narrative:
The lead was returned severed approximately 50 cm from the distal tip with the distal segment only being returned. Analysis did find a conductor fracture however it was determined to be due to induce explant damage. Although analysis could not confirm the allegation of non-induced lead fracture, we recognize that the entire lead was not returned for analysis.